Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to two open pins (pins 9 and 10) in the trunk cable connector. The trunk cable connector showed signs of physical abuse. The root cause for the damaged connector was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patients electrode belt and reported that the belt connector was damaged.